Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings:.during investigation, there was a call service 064-0008 alarm occurred during testing. The pump was opened and there was moisture damage found on the printed circuit board. There was an alarm due to moisture damage. Pump case is cracked near top right corner of display. Unable to obtain download files due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.